Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart whenever he changed the battery. The customer's blood glucose was 158 mg/dl. The customer confirmed that the issue did not result in an injury or hospitalization. The customer confirmed the occurrence of the alarm in the alarm history of the insulin pump. The customer was advised of the possible causes of the alarm. The customer was advised to monitor the insulin pump and call back if issues recurred. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.